Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) battery was showing 1.5 years remaining after only being implanted for a month, and left ventricular (lv) lead had no capture. Disk analysis was performed and determined that the power consumption was in excess of 250uw. It appeared that the high power began immediately after implant, and the recommendation was to explant the device. The patient was brought in for a change out, and during the procedure they determined that the lv lead thresholds were high at 7.5 v with the device and pacing system analyzer (psa). The plan was to bring the patient back to replace the device and lv lead. The patient was in chronic atrial fibrillation, so they decided to program both the right atrial (ra) lead and lv lead off. Once the leads were programmed off the battery recalculated to 5 years, however the plan was still to replace the device and lv lead. The device remains in-service. No additional adverse patient effects were reported.